Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. It was reported that the vizigo¿ hemostatic valve had a defect. The orange plastic cover of the hemostatic valve had fallen off (only the orange plastic cover). The sheath was used on the patient. It happened before transseptal puncture (tsp) in the right atrium (ra) not left atrium (la). The procedure was successfully completed. No patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation was completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed residues of dried reddish material observed on the irrigation hub also, the brim cap was detached from the hub. Without the silicone ring and the hemostatic valve. No damages were observed on the vessel dilator. All units are inspected prior to leaving the facility to avoid this type of damage. The issue reported by the customer was confirmed. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. It was reported that the vizigo¿ hemostatic valve had a defect. The orange plastic cover of the hemostatic valve had fallen off (only the orange plastic cover). The sheath was used on the patient. It happened before transseptal puncture (tsp) in the right atrium (ra) not left atrium (la). The procedure was successfully completed. No patient consequence. The brim cap detached issue is MDR reportable.